Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: precautions: ¿juvéderm voluma® xc is packaged for single-patient use. Do not resterilize. Do not use if package is open or damaged. ¿juvéderm voluma® xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product. ¿failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: ¿if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. How supplied: ¿juvéderm voluma® xc injectable gel is supplied in individual treatment syringes with needles as indicated on the carton. Juvéderm voluma® xc can be injected with either a 27g ½" or a 25g 1" needle. The volume in each syringe is as stated on the syringe label and on the carton. The contents of the syringe are sterile and non-pyrogenic. Do not resterilize. Do not use if package is open or damaged.

Event description:
Healthcare professional reports experiencing the "needle pop off" and the product spilled onto patient during injection with one syringe of juvéderm voluma® xc. Patient contact was made. No injury to patient, staff, or injector. The packaged needle was used and was tightened by hand.

Event description:
Healthcare professional reports experiencing the "needle pop off" and the product spilled onto patient during injection with one syringe of juvéderm voluma® xc. Patient contact was made. No injury to patient, staff, or injector. The packaged needle was used and was tightened by hand.

Manufacturer narrative:
Device analysis: 1.0 ml syringe with 0.8 ml of gel remaining in it received with a cap, no needle in an opened blister and voluma xc pack. No defect observed to syringe.